Event description:
It was reported by svc report that the footboard right corner is broken off with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.